Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument and clip became jammed and would not clip the tissue as needed. The customer completed the procedure with another sterile peel packed instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.030¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.